Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery. A ht bmw universal ii guide wire was advanced for support; however, during removal resistance was felt with the guiding catheter and force was applied. The distal part of the guide wire separated and remained in the artery. A lasso was used to retrieved the separated portion from the patient anatomy. No other guide wire was required. The procedure was completed without difficulty and the patient is in good condition. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported detachment was able to be confirmed. The reported difficulty to remove was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly, during removal resistance was felt with the guiding catheter and force was applied. It should be noted the hi-torque guide wires instructions for use states: do not push, auger, withdraw, or torque a guide wire that meets resistance. The investigation determined the reported difficulties appear to be related to circumstances of the procedure and subsequent use error as it is likely that during removal interaction with the guiding catheter resulted in the reported difficulty to remove. Manipulation of the device using force resulted in the noted damages (offset coils) and ultimately resulted in the reported detachment. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.